Event description:
Gambro dasco received a report of a pt death occurring some hrs after terminating treatment on a prisma machine. There is no indication that any medical intervention was required during the treatment. The pt was in the medical adult ic unit and expired, after the pt's family decided to terminate life support. The machine was not inspected by facility's biomedical tech. Facility's intensive care nurse stated that the prisma machine did not cause or contribute to this pt's death and, therefore, a visit by a gambro tech was not required. The machine remained in use without any reported event.